Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the health care provider was planning on doing a new trial with an octad lead to see if it can cover the patient¿s right sided pain. If positive, they may just place the lead along side his current 2x8 lead. They will plug the new lead into the current battery. The 2x8 lead will not be used if the trial is positive. There was no surgery date set yet. There were no further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39286-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient only had right sided pain, they no longer had left sided pain. It was also reported that regardless where the rep was on the lead, they were only able to reprogram to get coverage on the right side and not the left. For actions and interventions, impedances were checked and the results showed that electrodes 10 and 17 were over 10,000 ohms. Lastly, it was reported that the patient¿s primary cell battery reached elective replacement indicator (eri) or low battery status. There were no reports of falls and the issue was not resolved at the time of the report. Surgical intervention was planned but did not occur. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that nothing had been determined as to why the impedances were high. A healthcare professional was planning a total revision/replacement of the system but no date had been determined yet. No further complications were reported.